Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unresponsive after customer accidentally went swimming with the pump. There was no reported adverse impact to the customer's blood glucose. The customer reverted to an alternate method of insulin therapy.